Event description:
The catheters were perfectly working but during the procedure, while moving the catheters, a complication was (pericardiac spilling). This implied another cardiosurgery intervention and hospitalization. The patient was not stable and her conditions were critical. She was in an induced coma. Additional information received showed the area of injury as the right ventricle which had a 1cm hole and required a surgical insertion of a patch. It was also reported that a non bwi product (st. Jude medical quadripolar catheter) was in the right ventricle and being manipulated during the time of the event. Biosense webster products were located in the right atrium and the left ventricle. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)